Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cassette would not drain to the drain bag causing a blockage. No additional information was provided. Patient impact is unknown at this time.